Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). A boston scientific technical services consultant recommended device replacement. The device is currently implanted and in service. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). A boston scientific technical services consultant recommended device replacement. The device is currently implanted and in service.